Manufacturer narrative:
Manufacturing date ¿ added. Device evaluated by mfg ¿updated. Expiration date - added. Product available to stryker ¿ updated. Returned to manufacturer on ¿updated. The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection revealed that a hole was noted to the proximal end of the ballono during inflation testing. There were no other anomalies noted on the device. During inflation testing, the balloon was flushed without any issues and a demonstration 0.014¿ guide wire was advanced to the distal end of the balloon without difficulty. However during the test, the balloon failed to inflate because a leak was noted to the balloon from a hole at the proximal end. Information available indicated that the device was confirmed to be in good condition prior to use and the when the balloon was inflated it got deflated spontaneously during the procedure. It is possible that the device was damaged during unpacking of the device, during preparation of the device or handling of the device or portion of the device during the clinical procedure causing the leak and spontaneous deflation. Based on the investigation, it appears that the reported and observed damages occurred from handling damage.

Event description:
It was reported that during preparation for the procedure, the balloon was observed to be leaking after it was inflated. There was no patient involvement.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during preparation for the procedure, the balloon was observed to be leaking after it was inflated. There was no patient involvement.